Event description:
Complainant alleged that during biomed, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable and defib output was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.